Event description:
After positioning and sedation, patient received a total of 423 shocks when the chair suddenly drpped in the tank and could not be kept in the normal position. The procedure was aborted.